Manufacturer narrative:
Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, it was reported that these tubes were producing erroneous results.